Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: in (B)(6) of 2009, patient was implanted with a depuy pinnacle hip on his right side. Several months after the surgery, patient began experiencing discomfort and pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. In (B)(6) of 2010, patient had revision surgery to remove the depuy pinnacle hip because of swelling and pain. During revision, doctors noted that patient's white blood count was extremely high.